Event description:
Arjo was notified of an incident involving a carino shower chair. It was reported that a resident was placed on the device with a safety belt applied and then was left alone, unattended. It was indicated that the resident fainted and fell out of the device forward onto the floor. As a consequence, the resident sustained severe head wound. The injuries were glued in the emergency room (hospital). Tests were done for neurological examination.

Manufacturer narrative:
Based on the information gathered, the carino shower chair inspection performed by an arjo representative did not reveal any anomalies. The device was working as intended. The safety belt was in working order and functioned properly. This accessory is intended for keeping the resident in the required position and to secure the resident in the chair. It is to be fastened on both sides of the backrest and has an adjustable length. When using the safety belt, the caregiver should make sure it is close to the resident's body. The customer's statement indicated that the safety belt was used during the incident, nevertheless the customer could not provide details about how the resident was placed on the carino, how the safety belt was fastened and that this information cannot be obtained. When inspecting the device, the arjo representative was unable to recreate the event (forward fall) with the use of the safety belt. It was reported that the resident fainted, probably due to the large amount of blood that had been taken from the resident prior to the incident. The instruction for use (IFU) informs users about proper carino shower chair usage. According to the procedures and warnings provided in the IFU (04.bo.01): "the carino may only be used by appropriately trained caregivers with adequate knowledge of the care environment (¿), and in accordance with the guidelines in the instruction for use". "To avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened.". "To avoid injury, make sure that the resident is not left unattended at any time". From our evaluation, it can be concluded that the event was a result of product labeling not being followed. The resident was left unattended on the carino shower chair, most likely with the not fastened safety belt. The awareness training was provided to the involved staff. To sum up, the carino shower chair was used for the resident care at the time of event. As per information collected upon the device inspection, no malfunction was identified within the device. The complaint was decided to be reportable due to the resident's fall and the serious injury sustained.